Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va1h8ba, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's lead had a high impedance on contact 2 during implant surgery. This was alleged to be an out-of-box failure. The lead was replaced with a different lead and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.